Manufacturer narrative:
Block h6: problem code 1074 captures the reportable event of balloon burst. Block h10: investigation results: the customer had initially submitted a photo of the device packaging, which, upon review, is consistent with the returned device. A visual examination of the returned complaint device revealed the balloon was torn longitudinally. This failure is likely due to factors encountered during the procedure, such as handling of the device, the technique used by the physician, the interaction with the scope, and normal procedural difficulties encountered during the procedure, that could have affected device performance and its intended purpose. Additionally, bleeding is identified as a possible adverse effect associated with this device, as specified in the instructions for use (IFU). Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) dilation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon ruptured at 19mm. It was noted that an epi injection was utilized to stop immediate bleeding. No additional dilation was performed, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) dilation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon ruptured at 19mm. It was noted that an epi injection was utilized to stop immediate bleeding. No additional dilation was performed, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.